Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe is showing an m-02 error when turned on, and the error persists. As a result, an external cautery device was used to continue using the robotic system. The technical service engineer (tse) checked the system event logs and found no indication of this record. However, even after turning off the erbe and changing the outlet, the fault is still present. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system functionality and erbe were verified upon powering on the system. The system and erbe connected without any errors. The erbe didn't work during the procedure. The robotic system was turned on before the procedure began, draping of the four arms and spine was performed, anatomy was selected, and docking was performed at the surgeon's request. There were no signs of failure in this process. Failure occurred when the surgeon activated the erbe generator. Patient information was provided.

Event description:
Refer to h11 for follow-up information.